Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After stenting, post-dilation was performed with 4.00mm x 8mm nc emerge balloon catheter. However, the device was unable to cross the lesion and on the third inflation at 17 atmospheres for 16 to 18 seconds, the balloon ruptured. The device was removed with no fragments left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After stenting, post-dilation was performed with 4.00mm x 8mm nc emerge balloon catheter. However, the device was unable to cross the lesion and on the third inflation at 17 atmospheres for 16 to 18 seconds, the balloon ruptured. The device was removed with no fragments left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. At 54mm from the tip, the inflation lumen was punctured. At 47mm from the tip and 4mm in length, the guidewire lumen was buckled and prolapsed with a hole. Product analysis confirmed the reported burst, as the damages found in analysis would prevent the device from inflation to rated burst pressure, nor would it maintain pressure as there was a puncture in both the guidewire lumen and inflation lumen. The punctures in the lumens are indicative to an interaction with a guidewire. Failure to load onto a guidewire successfully would prevent the device from further advancement. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.